Event description:
It was reported that when an asymptomatic patient presented to the clinic, multiple non-sustained lead noise due to suspected myopotential oversensing was noted on the device. Reprogramming changes were recommended. No further information is available.